Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's skin was red and swollen. The patient had developed an infection. The pulse generator remained implanted and the leads were explanted. The patient's condition post procedure was stable.